Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ping meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient. The patient tests her blood glucose 5-8x/day and is on insulin pump therapy. The patient reported that the alleged inaccuracy began in the beginning of (B)(6) 2011. The patient told the mss for a few weeks she was developing low blood glucose symptoms (shaky, disoriented, headaches) almost daily. At the onset of the symptoms she would test her blood glucose with the subject meter and obtain blood glucose readings ranging in the 70's and 80's mg/dl. The patient confirmed treating the low's with food and/or drink. The patient stated she usually didn't feel symptomatic when her blood glucose was above 70 mg/dl and after a few weeks suspected the subject meter was not reading accurately. The patient stated that normal readings for her range from "130 to 180 mg/dl". The patient claimed that prior to the onset of her symptoms she would obtain blood glucose readings in the 200 mg/dl range. The patient claimed she would take a correctional bolus based on her blood glucose reading and felt that the low symptoms may have been as a result of giving herself the incorrect amount of insulin based on the meter reading. At the time of troubleshooting, the patient did not have control solution to test the subject meter and test strips. This complaint is being reported because the patient claims she obtained inaccurate high readings on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k# is k082590.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.